Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the pump was unable to prime during prime test due to faulty force sensor system. The motor was tested outside the device and passed. The pump was received with cracked case at display window corners and display window. The pump was received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 156 mg/dl. The customer stated that she received two motor errors on her pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.